Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing of electromagnetic interference (emi) that resulted in pacing inhibition of 3.5 seconds. Boston scientific technical services (ts) recommended further evaluation of this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing of electromagnetic interference (emi) that resulted in pacing inhibition of 3.5 seconds. Boston scientific technical services (ts) recommended further evaluation of this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this lead remains in service.